Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted post system controller exchange on (B)(6) 2024 at 21:24. Log files from the system controller ((B)(6)) captured low voltage hazard, and no external power events starting 12jul2024 at 20:54 through 21:23 enabling the backup battery. It was also noted several low flow events during these low voltage and no external power events as the fixed speed dropped to the low limit of 4900 revolutions per minute (rpm) to conserve power. It appeared the driveline was disconnected on 12jul2024 at 21:24. Log files from current system controller ((B)(6)) captured persistent pulsatility index (pi) events throughout the log; nothing unusual was noted from an equipment standpoint as it appeared to be functioning as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange being performed was confirmed via the log files. The log file captured the patient¿s driveline being disconnected from their system controller on (B)(6) 2024 at 21:24:36, consistent with the reported exchange. The exchange appeared to have been in response to a no external power alarm which activated shortly before the driveline was disconnected; this alarm has been addressed via the mobile power unit¿s (mpu) investigation, and the alarm was not correlated to an issue with the controller. The system was operating as intended before the alarm occurred, and the alarm did not prevent the pump from operating at intended speeds. After the patient¿s controller was exchanged, the patient connected to an appropriate power source on their new controller. The system controller (serial number (B)(6)) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. The root cause of the observed alarm in the log file leading up the patient performing a controller exchange has been addressed via the mpu¿s investigation, and the system controller was not correlated to the cause of the alarm. Furthermore, patients are not prompted to perform a controller exchange in response to a no external power alarm or without the aid of a trained, competent caregiver. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works¿) instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Users are also warned to not perform a controller exchange without the aid of a trained, competent caregiver. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to respond to alarms that sound from their system controller, including no external power alarms. Immediately connected the system controller power cables to a working power source (functioning mobile power unit or two fully charged heartmate 14 volt lithum-ion batteries). Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.